Event description:
Upon review of a complaint sample for a non-reportable issue, baxter's failure analysis lab reported a transfer set received from baxter was noted to have broken occluder feet. No pt injury or medical intervention was reported at the time of initial report from baxter affiliate.